Manufacturer narrative:
The glidescope gvm monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and was unable to confirm the reported video failure; the video image remained normal when connected to test equipment. The camera image quality test was performed and passed. The glidescope gvm monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the screen was distorted only showing a bunch of lines. The procedure was completed using an unspecified avl device, which was made available within an unknown period of time. No harm to the patient or user was reported.